Event description:
The sheathless iab leaked directly after insertion. The pt had a lot of vascular disease. A second iab was inserted with a sheath. The following was reported to datascope on 7/1/1998: the balloon leaked during insertion. After the first inflation, the pump sound "leak" and blood was noted in the helium line. Another iab was inserted without a problem. This iab and pump worked fine. There was no pt injury or complication as a result of the event. (Event complications: none from the event - reported 6/26/1998) (pt's current status: stable - reported 6/26/1998.)